Event description:
It was reported that a driver tip broke during a case. The case was completed using the extra driver in the tray. There has been no reported adverse consequences to patients.

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.